Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator experienced weakness and shortness of breath after the initial implant procedure. The patient was re-admitted to the hospital and the device was reprogrammed. The device remains in service. No additional adverse patient effects were reported.